Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and severely distal right coronary artery. A 6mm x 2.25mm wolverine coronary cutting balloon was selected for use. During withdrawal, at second inflation, it was noted that the balloon ruptured at the tip in a pinhole form at 8atm for 10 seconds. The device was removed without any problem using the normal method. The procedure was completed using this device. There were no complications reported, and the patient was in good condition after the procedure.